Event description:
The user received questionable troponin t results for an unknown number of patient samples from the cobas e601 analyzer serial number (B)(4). Of the provided data, the results for five patient samples were discrepant and reported outside the laboratory. All repeat results were generated on (B)(6) 2011. Patient sample 1 initial result was 0.036 ng/ml and the repeat result was 0.013 ng/ml. Patient sample 2 was from a male patient. The initial result was 0.077 ng/ml and the repeat result was 0.309 ng/ml. Patient sample 3 was from a female patient. The initial result was 0.01 ng/ml and the repeat result was 0.025 ng/ml. Patient sample 4 was from a female patient born on (B)(6). The initial result was <0.010 ng/ml and the repeat result was 0.059 ng/ml. Patient sample 5 was from a patient born on (B)(6). The initial result was <0.100 ng/ml and the repeat result was 0.065 ng/ml. No adverse events were alleged regarding the issue. Upon evaluation of the analyzer, the field service representative determined the detection unit was damaged due to fluid. He replaced the detection unit and verified the analyzer operation by running performance testing with results within specifications.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Additional data was received from the user stating that the repeat troponin t result for patient sample 2 was 0.032 ng/ml. The user was not able to confirm if this result or 0.309 ng/ml which was originally provided, was the correct result.

Manufacturer narrative:
The investigation determined the cause to be the leaking detection unit which was discovered by the field service representative. He found liquid had leaked on a pcb board and changed the board. The issue was solved by the replacement of the whole detection unit. No patients were affected in any way.